Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Customer returned test strips are not part of the complaint product kit. Customer was contacted on 8/29/2016 to verify this information. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 287, 296 and 327/dl. The customer's expected fasting blood glucose test result range is 100 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The meter memory was reviewed for previous test result history: (B)(6). Customer have any more test strips and has not been able to test for the past 8 days. Unable to provide lot number for strips. Customer states she is concerned her fasting results are as high as 327mg/dl.